Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed along the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer loaded a new cartridge to resolve the issue, and continued using the pump for insulin therapy.